Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the control body corroded, the lg cable connector corroded, the objective gluing missing, the lg root brace rubber cut, the remote control buttons cut, the objective lens unit scratched, the operation channel dirty, the suction channel dirty, the air/water nozzle loosened, the segment loosened, the eog valve loosened, the brand plate worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.